Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 12/2018). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the right renal for a renal fenestration (fevar) procedure through the groin, the balloon expandable vascular covered stent delivery system allegedly failed to insert through a 6fr introducer sheath. It was further reported that the delivery system passed through the valve but, then jammed and did not advance further causing the stent graft to allegedly dislodge from the device inside the introducer sheath. Reportedly, the dislodged stent graft, the delivery system, and the introducer sheath were removed and replaced. A 7fr introducer sheath and another delivery system were then used to perform the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the result of the investigation was inconclusive for the device incompatibility failure mode reported. The investigation did confirm the dislodgment failure mode reported - the stent was located within the 6fr sheath. There was no evidence that the balloon had been inflated. The sheath used was in accordance with IFU labeling. The device was manufactured prior to process improvements for device compatibility which was implemented in sept 16. The event information did describe that the lifestream device was for treatment in the right renal for a renal fenestration (fevar) procedure through the groin.this indicates the device proposed use was off label. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries.based upon the available information a definitive root cause has not been determined.its unknown whether handling or procedural techniques may have contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: a device description 1. Implant the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. B indication for use the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the right renal for a renal fenestration (fevar) procedure through the groin, the balloon expandable vascular covered stent delivery system allegedly failed to insert through a 6fr introducer sheath. It was further reported that the delivery system passed through the valve but, then jammed and did not advance further causing the stent graft to allegedly dislodge from the device inside the introducer sheath. Reportedly, the dislodged stent graft, the delivery system, and the introducer sheath were removed and replaced. A 7fr introducer sheath and another delivery system were then used to perform the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the result of the investigation was inconclusive for the device incompatibility failure mode reported. The investigation did confirm the dislodgment failure mode reported - the stent was located within the 6fr sheath. There was no evidence that the balloon had been inflated. The sheath used was in accordance with IFU labeling. The device was manufactured prior to process improvements for device compatibility which was implemented in sept 16. The event information did describe that the lifestream device was for treatment in the right renal for a renal fenestration (fevar) procedure through the groin.this indicates the device proposed use was off label. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries.based upon the available information a definitive root cause has not been determined.its unknown whether handling or procedural techniques may have contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: a device description 1. Implant the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. B indication for use the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. .

Event description:
It was reported that during treatment in the right renal for a renal fenestration (fevar) procedure through the groin, the balloon expandable vascular covered stent delivery system allegedly failed to insert through a 6fr introducer sheath. It was further reported that the delivery system passed through the valve but, then jammed and did not advance further causing the stent graft to allegedly dislodge from the device inside the introducer sheath. Reportedly, the dislodged stent graft, the delivery system, and the introducer sheath were removed and replaced. A 7fr introducer sheath and another delivery system were then used to perform the procedure. There was no patient contact.

Event description:
It was reported that during treatment in the right renal for a renal fenestration (fevar) procedure through the groin, the balloon expandable vascular covered stent delivery system allegedly failed to insert through a 6fr introducer sheath. It was further reported that the delivery system passed through the valve but, then jammed and did not advance further causing the stent graft to allegedly dislodge from the device inside the introducer sheath. Reportedly, the dislodged stent graft, the delivery system, and the introducer sheath were removed and replaced. A 7fr introducer sheath and another delivery system were then used to perform the procedure. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the result of the investigation was inconclusive for the device incompatibility failure mode reported. There was no stent present on the balloon so a device compatibility test could not be performed. The investigation did confirm the dislodgment failure mode reported - the stent was located within the 6fr sheath. There was no evidence to suggest that the balloon had been inflated. The sheath used was in accordance with IFU labeling. The device was manufactured prior to process improvements for device compatibility which was implemented in sept 16. The event information did describe that the lifestream device was for treatment in the right renal for a renal fenestration (fevar) procedure through the groin. This indicates the device proposed use was off label. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries per section b indication for use. Based upon the available information a definitive root cause has not been determined. It is unknown whether handling or procedural techniques may have contributed to the reported event. Labeling review: the event information did describe that the lifestream device was for treatment in the right renal for a renal fenestration (fevar) procedure through the groin. This indicates the device proposed use was off label. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. H10: d4, (expiry date: 12/2018); g4. H11: g1, h10 labeling review statement changed.